Event description:
Customer reported a female pt sustained a 3rd degree burn to the left anterior thigh following resection of the colon for cancer and that it was treated by wound care and plastic surgery. Photos of the plate show a blackened, melted area adjacent to the conductive gel on the end opposite the tab. There is some evidence of iodine on the plate, however, photos of the pt injury show iodine on the skin in the area surrounding the plate. Since the generator settings were 40 cut, 50 coag, it is possible the injury resulted from iodine that contacted the plate. It is unclear whether the plate was repositioned.

Manufacturer narrative:
In 3m product instructions for use, it is stated that "to reduce the risk of burns and pressure necroses: do not apply universal pad where fluids may pool". 3m has reviewed the pictures of injury site of the pt provided by the user facility. The picture shows that the plate was placed very close to the surgical prep site. The prep solution ran off to the site where the plate was placed. The skin was burned because the conductive solution was pooled under the plate.